Event description:
Pt using curlin 4000 ambulatory infusion pump to infuse tpn, moog medical tubing with 1/2 micron filter, pump kept alarming air in line even though tpn solution bag was dispensed with air removed from bag. Pt noticed tiny bubbles in tubing between pump and filter even though he had primed and tubing clear of air before starting. He had to disconnect, prime air out of line, 6 times overnight.